Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to the philips response center that the device displayed an equipment disabled inop. There was no patient involvement.

Event description:
The customer reported that the device displayed an equipment disabled inop message. There was no reported patient involvement.